Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. D6a: implant date estimated as (B)(6) 2026 as patient was seen for the 45 day follow up in (B)(6) 2026.

Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. The patient was discharged. At the routine 45-day follow-up, computed tomography (CT) imaging showed a 2-3mm leak. The patient will continue on medication and be re-evaluated via computed tomography (CT) imaging at a later date.